Event description:
It was reported to boston scientific that during the procedure, the patient stated that they felt something "pop". Low water error message appeared on the screen. No leaks were noted. When the foley balloon was deflated, urine was present. Catheter was removed. Foley balloon ruptured from water entering from the compression balloon. When compression balloon was squeezed, water could be seen escaping through ruptured foley balloon. A new catheter was inserted and procedure was restarted with a new kit and completed successfully. No patient complications.

Manufacturer narrative:
Product analysis summary: this complaint was confirmed. A visible split was observed in the anchoring balloon. When water was injected into the compression balloon, it leaked through the anchoring balloon (crosstalk). Pinholes were observed in the catheter shaft in the distal end of the anchoring balloon bond area. The root cause was determined to be crosstalk between the lumen for the compression balloon and the anchoring balloon. The lot number, 603966, provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be provided.